Event description:
It was reported that the patient experienced pump activation issues with an inflatable penile prosthesis (ipp) as it was described as hard to inflate. The pump stopped working after physician troubleshooted the device as it would not inflate properly. A surgical procedure was performed in which the existing pump was removed and replaced with a ne component. No information was provided about the patient's outcome.

Event description:
It was reported that the patient experienced pump activation issues with an inflatable penile prosthesis (ipp) as it was described as hard to inflate. The pump stopped working after physician troubleshooted the device as it would not inflate properly. A surgical procedure was performed in which the existing pump was removed and replaced with a ne component. No information was provided about the patient's outcome.

Manufacturer narrative:
Product investigation completed. The pump was visually inspected; no leaks were found. The pump was functionally tested and failed the 8lb. Activation test. The pump therefore required more than 8lbs. Of force to activate. Product analysis confirmed pump malfunction. Based on the results of this investigation, no escalation is required.